Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the pump would not refill after squeezing and there was a return of incontinence. There was a hole in the prb. There were no patient complications reported in relation to this event.